Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose level was 7.4 mmol/l at the time of incident and current blood glucose level was 14.5 mmol/l. Customer reported that the insulin pump was exposed to moisture due to water. Customer stated that the o ring was not in place and it was not free of debris. Customer stated that the battery cap was not damaged. Customer stated that the home screen did not appear on the display and they do hear fluid when shaking the insulin pump. Customer stated that they saw fluid under the liquid crystal display and insulin pump had blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting and display did not returned after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test. Device alarmed pump error 75 during self test due to moisture damage. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.